Event description:
It was reported that an unspecified alarm occurred on a homechoice device. This event occurred during use while the patient was connected. The care giver stated that the homechoice device alarmed and that the care giver would have to press stop and go in order to clear the alarm. The care giver declined to provide what alarm it was and any additional information. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.